Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device showed no diagnostic data and the implant detect likely did not complete due to the atrial lead being programmed off. The device remains in use. No patient complications have been reported as a result of this event.